Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle precision neo meter. Customer obtained unspecified low readings, felt sick, and was unable to self-treat. Customer had contact with a healthcare provider and was treated with insulin (dose/type unknown) for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided for meter. Tripped trend review was conducted for the reported complaint and freestyle neo optium meter, no trends were identified that would indicate any product related issues. Dhrs for the precision strips were reviewed and the dhrs showed the precision strip passed all tests prior to release. Retain testing was performed for precision strip and all units performed in specification and passed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted.this serves as a correction report. Section h10 -( addtl mfg narrative) was incorrectly documented in follow up 1. The correction has been made.

Event description:
A low reading issue was reported with the freestyle precision neo meter. Customer obtained unspecified low readings, felt sick, and was unable to self-treat. Customer had contact with a healthcare provider and was treated with insulin (dose/type unknown) for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle neo optium meter continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle neo optium meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle precision neo meter. Customer obtained unspecified low readings, felt sick, and was unable to self-treat. Customer had contact with a healthcare provider and was treated with insulin (dose/type unknown) for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.